Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii and rupture.

Event description:
Healthcare professional reported "capsular contracture, baker grade iii". Healthcare professional later reported "rupture". This record is for the right side. Device was explanted. Device will be returned.

Manufacturer narrative:
Additional, changed, and/or corrected data: b6, h6.

Event description:
Healthcare professional reported "capsular contracture, baker grade iii". Healthcare professional later reported "rupture". This record is for the right side. Device was explanted.

Manufacturer narrative:
Device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ rupture: observed multiple openings through microscopic inspection 1 opening assessed as fold flow opening and 2 openings assessed as surgical damage. No further actions are required as it is not related to the manufacturing process. ¿capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. None of the other observations performed during the device analysis creases, non penetrating nicks and wear abrasion are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Healthcare professional reported "capsular contracture, baker grade iii". Healthcare professional later reported "rupture". This record is for the right side. Device was explanted.